Event description:
The reporter indicated that during three implants with this physician, the post-pace av delay needed to be programmed to 250ms to prevent fusion. The reporter did not know any of the pts' intrinsic pr intervals for these implants. He will call back with the serial numbers when they are available.